Event description:
The ge oec 9900 fluoroscopy displayed x-rays disabled message.

Manufacturer narrative:
A ge oec service representative investigated the issue and found no issue with the system. The key switch on the mainframe c-arm was in the stand by mode, and displayed the proper message. System functions as designed. User unfamiliar with proper system function. User error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with the respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.